Event description:
Customer reportedly received the following results on the mobile system: 93 mg/dl (9:10 pm), 446 mg/dl (9:11 pm), 563 mg/dl (9:12 pm), and 217 mg/dl (9:22 pm). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).